Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with unknown gel breast prosthesis. Rupture of the left breast prosthesis was determined. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 7/20/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. On 7/20/2018, mentor became aware that the suspect medical device was mentor memorygel breast implant 325cc gel catalog: 3503251bc, lot: 5725510, sn: (B)(4). Mentor also became aware that the correct date of event was (B)(6) 2018, that the patient's dob was (B)(6), patient's age at the time of event was (B)(6), date of implantation was (B)(6) 2007, and that the patient also experienced capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/14/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the gel contained in the device appears cloudy. White material and gel was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 13 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5725510 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. According to the information received, product evaluation concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).